Event description:
Patient stated that she was hospitalized with blood glucose over 600 mg/dl with symptoms of arm/leg pains, dry mouth, thirst, fatigue and exhaustion. Stated that blood glucose had been high for the last three weeks. Patient stated that she had contacted her health care professional and was told to take metformin and manual injection. Patient also experienced multiple no delivery alarms and was unable to bring down blood glucose the day of hospitalization. Patient stated that she had been on antibiotic for an infection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also manufacturing report number 3004209178-2014-85035.